Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to available information, this device required replacement due to a tubing leak. No other adverse patient effects were reported.

Manufacturer narrative:
Titan touch pump, cylinders 1 and 2, reservoir, and detached connector / inlet tubing were received for evaluation. Abrasion was noted on both exhaust tubes and the inlet tube of the pump. No functional abnormalities were noted with the pump. Abrasion was noted on the exhaust tubing of cylinder 2. Partial separations, surrounded by abrasion, were noted on the exhaust tubing of cylinder 2. These were not sites of leakage. No functional abnormalities were noted with cylinder 1 or cylinder 2. Abrasion was noted on the inlet tubing of the reservoir. A separation was noted on the inlet tube of the reservoir near the strain relief junction. This is a site of leakage. The surfaces appear to be rough and irregular, indicating stress was exerted. A failure of the lockout valve seating test was noted with the reservoir. Microscopic examination was performed, and it was determined that foreign material (i.e. Human tissue) was present within the lockout valve mechanism. Abrasion was noted on the detached inlet tubing. Partial separations, surrounded by abrasion, were noted on the detached inlet tubing. These were not sites of leakage. No functional abnormalities were noted with the detached connector or inlet tubing. Based on examination of the returned product, it was concluded that while in-vivo both the exhaust tubes and inlet tube of the pump had overlapped and abraded against one another. This positioning, in combination with device usage over time, could contribute to sufficient stress to separate the inlet tubing of the reservoir near the strain relief junction. A separation of this type would then allow the loss of fluid, making the device inoperable. It was concluded that the foreign material (i.e. Human tissue) noted in the lockout valve mechanism of the reservoir resulted in the failure of the lockout valve seating test. Because these components were released according to manufacturing and quality control procedures, it was concluded that the foreign material observed most likely entered the system after the device packaging was opened and the separation in the reservoir inlet tube occurred. Failure of this test was not associated with the cause of the reported device malfunction. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.